Event description:
Name of procedure being performed: ni (before use). Detailed description of event: upon opening package during surgery prep, the nurse found a hair inside the packaging. Additional information provided by [name] on 20feb2026 via email: thank you for the help, I have taken photos and attached as asked. If there is anything I can do to help, just let me know. Type of intervention: ni (before use). Patient status: ni (before use).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon the completion of the investigation.